Manufacturer narrative:
This report is submitted on november 10, 2020.

Event description:
Per the clinic, the patient experienced pain and infection at implant site and was treated with antibiotics (type not reported). Clinical management is ongoing. The implant remains in-situ.